Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. This lead has been successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. This lead has been successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation. Device code and event description have been corrected to capture a dislodgement allegation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture caused by dislodgement. This lead has been successfully replaced. No additional adverse patient effects were reported.